Event description:
During an ophthalmic procedure, the collection cassette in this unit would not eject. The unit had to be shut down and rebooted in order to eject the cassette. There was no pt injury.